Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the adhesive of the forceps cover has peeled off due to damage on the distal end, likely caused by physical stress / external forces being applied. A review of the instructions for use identified the following verbiage under 'inspection of the endoscope': "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". Per the legal manufacturer, the other issues identified in the initial report (cracked rubber glue, broken elements, and loose scope connector) have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a leak was found between the forceps cover and the rubber glue. The rubber glue was cracked, and the ultrasound image contained multiple broken elements. The scope connector was found loose. The cover was replaced. No issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported internal water damage on an ultrasound gastrovideoscope. The issue occurred during preparation for use of the device. No patient involvement or injuries were reported. No additional information has been obtained.